Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. The etiology was updated to unlikely related to device/therapy and possibly related to implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, lot # unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced convulsions that included vomiting and sphincter relaxation. The diagnostic methods included the patient reporting the event and a device interrogation on (B)(6) 2016. Imaging (x-ray, MRI, CT scan, etc) was also performed on (B)(6) 2016. The etiology was noted as unlikely related to the device/therapy and possibly related to the implant procedure; the incisional site/device tract of the lead/extension and the implantable neurostimulator (ins) were noted. The actions/interventions taken to resolve the event included clinical observation on (B)(6) 2016; the event resulted in an emergency room visit and an in-patient or prolong hospitalization. The event was considered resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID :3387-40, lot:# 0211496892, implanted: (B)(6)2016, product type: lead, product ID: 3708660, (B)(4), implanted: (B)(6)2016, product type: extension, product ID: 3387-40, lot:# 0211496864, implanted: (B)(6)2016, product type: lead, product ID: 3708660, (B)(4), implanted: (B)(6)2016, product type: extension if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the results of the device interrogation on (B)(6)2016 were normal. The patient reported on (B)(6)2016 there was no stiff neck, no meningeo signs, facial symmetry, and 5/5 muscle strength in the 4 limbs. Etiology was updated to indicate the event was not related to the implant procedure. No complications were reported/anticipated.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported the patient had a clinical diagnosis of convulsions. Diagnostic methods included device interrogation on (B)(6) 2016, imaging performed on (B)(6)2016 and the patient reporting the event the same day of interrogation. Symptoms included vomiting and sphincter relaxation. The event required in-patient or prolonged hospitalization. No further complications were reported/anticipated.